Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01797. It was reported that patient experienced ineffective therapy. Reprogramming was attempted but to no avail. It was later confirmed via x-rays that the leads had migrated from t7 to the bottom of t10. Surgical intervention is pending to address the issue.

Event description:
Reference MFR report: 3006705815-2019-01797. Additional information received identified that patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted and replaced. Effective therapy was restored post operatively.